Manufacturer narrative:
Findings: a33 alarmed during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion and excessive no delivery alarm test due to a33 alarms. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Missing address/serial number label noted. (B)(4).

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 124 mg/dl. Customer stated that he changed his infusion set this morning and the serial number came off the pump. Customer was advised to remain disconnected from the pump. Customer stated that the drive support cap was protruded. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.